Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) coronary artery with heavy calcification, heavy tortuosity. The 2.8x19 mm graftmaster covered stent failed to cross due to the anatomy. Another 2.8x19 mm graftmaster covered stent was used to complete the procedure. There were no adverse patient effects. No additional information was provided.